Manufacturer narrative:
Medtronic received the following information from the journal article entitled; late open conversion after endovascular repair of abdominal aneurysm failure: better and easier option than complex endovascular treatment stefano bonardelli, franco nodari, maurizio de lucia, emanuele botteri, alice benenati and edoardo cervi jrsm cardiovascular disease (2018) volume 7: 1¿6, doi: 10.1177/2048004017752835. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant sent graft systems were implanted into patients for the endovascular treatment for abdominal aortic aneurysm (aaa) on unknown dates. The following adverse events were reported: type ia enoleak, ib endoleak, type ii, endoleak, type iii endoleak, type IV endoleak and type v endoleak. The cause of the events are undermined.